Manufacturer narrative:
Other applicable components are: product ID: 8780, lot# n663030005, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that 4-5 months ago the patient started having withdrawal and hot flashes. It felt like his body was on fire. He had to do something to cool down or get a cold towel. It would happen on and off. Per the patient, the catheter was put in the wrong place. On (B)(6) 2017 the patient was having surgery to reposition the catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a new pump placed, his old healthcare provider (hcp) was retiring so he had to find another hcp; he saw a new hcp in 2017-(B)(6). He kept telling the hcp something was wrong with the pump and something wasn't working right. In 2017-(B)(6) the hcp did a dye study and they realized the catheter was in the wrong place. No further complications were reported.